Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet entered bg run mode with automated dosing stopped due to no glucose data available when the paired dexcom g7 continuous glucose monitor (cgm) was not providing readings to the ilet, and cgm data later resumed without intervention. No adverse clinical symptoms reported. Outcomes included transient interruption of automated dosing and no long-term health impact. User support included review of system behavior for signal loss between the dexcom g7 and the ilet, and assessment of user education regarding signal integrity and cgm pairing. Investigation of this case revealed a temporary loss of cgm communication to the ilet with subsequent spontaneous restoration, consistent with intermittent signal loss to the pump; no hardware failure of the ilet was identified based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-pump communication interruption leading to bg run expiration.